Manufacturer narrative:
The investigation determined that a lower than expected tsh result was obtained when a sample from a patient was tested using vitros immunodiagnostics products tsh reagent lot 6830 in combination with a vitros 5600 integrated system. A definitive assignable cause cannot be determined with the information provided. No information was provided when requested regarding the pre-analytical processing of the sample for the patient. Therefore, it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6830. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing to assess instrument performance was not performed by the customer at the time of the event an instrument issue cannot be entirely ruled out as a contributing factor. Per vitros tsh instructions for use, specimens with biotin concentrations up to 2 ng/ml demonstrated a less than or equal to 10% change in results. Biotin concentrations greater than this falsely decrease tsh results for patient samples. No information was provided when requested regarding whether the patient was in receipt of a biotin supplement. Therefore, biotin interference cannot be ruled out as a contributor to the event. Additionally, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributor to the lower-than-expected vitros tsh results. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected tsh result was obtained when a sample from a patient was tested using vitros immunodiagnostics products tsh reagent lot 6830 in combination with a vitros 5600 integrated system. Vitros tsh result of 0.8 miu/l vs. The expected results of 1.8 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower-than-expected vitros tsh result of 0.8 miu/l was reported from the laboratory, however, it is unknown if any treatment was altered, initiated, or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).